Manufacturer narrative:
Di: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on december 8th, 2020, a biozorb was implanted in the patient, and the patient reported suffering from a hard, painful lump near the site where the biozorb device was implanted. The patient also reported suffering from swelling, discomfort, and pain that worsens upon touch. This pain affects her daily life, causes trouble sleeping, and limits the mobility of her arm. As a result of the pain and complications of the biozorb device. No additional information available.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 52-year-old postmenopausal woman with a body mass index of 23 and 134 pounds, who was asymptomatic at the time of her screen positive mammogram. The patient underwent core needle biopsy on (B)(6), 2020 and was diagnosed with left breast invasive ductal carcinoma ER-, (B)(6)-, her-2 negative. Past medical history: hyperlipidemia; hypertension; surgical: cholecystectomy, hysterectomy. Allergy: hydromorphine family history: breast cancer: paternal aunt age 40; paternal aunt age 50; possible third paternal aunt age 40 (unclear); sister with endometrial cancer; colon cancer father age 29 the patient underwent a lumpectomy, sentinel lymph node biopsy, and biozorb placement on (B)(6)2020. There are no immediate post procedure surgeon records regarding the patient¿s recovery to review and the pathology report is unavailable. The patient was seen 2 weeks post-surgery by medical oncology and was scheduled to receive taxotere and cytoxan x 4 cycles (followed by adjuvant radiation therapy) based on the patients ¿invasive high grade triple negative tumor¿. Other secondary documents describe final pathology as: invasive ductal carcinoma stage 1a; grade 3; t1c (1.5 cm) pn0 pm0; triple negative; ER- pr- her-2 negative. Per the surgeon¿s telemedicine notes, from (B)(6) 2021, at 6 weeks post-surgery, the patient complained about continued soreness at the incision and a hard lump along with axillary soreness, which was considered normal by the practitioner. At 7 months post-surgery on (B)(6) 2021, the patient had completed all adjuvant therapy without reported chemotherapy or radiation therapy complications except for post chemotherapy liver function test elevation (that resolved), ¿some radiation changes to the breast, and a persistent movable 2 cm hard nodule near the incision scar¿. She did not complain of pain or tenderness at this medical oncology visit. On (B)(6) 2021, the patient newly complained of ¿brain fogginess and confusion¿ and had a normal brain CT at the same time as her follow-up mammogram that was positive for ¿post-surgical changes¿ and negative for malignancy. A brain MRI in (B)(6) 2021 was normal. On (B)(6) 2021, the patient complained of swelling and hardening at the lumpectomy site (telemedicine call with medical oncology) and was referred for lymphedema therapy (unclear if attended). The patient may not have been seen for an exam (during covid restrictions). On (B)(6) 2022, medical oncology physical exam notes reflect ¿radiation changes left breast. 2 cm hard freely movable nodule by her scar - filling agent from previous surgery¿ without complaint of pain or interference with daily activities. On (B)(6) 2022 (1 year 2 months post implant), the radiation oncologist noted ¿there is an area of seroma or fat necrosis that is mildly tender¿. The breast MRI referred to on a visit on (B)(6) 2022, with radiation oncology was negative except for ¿post-surgical changes and artifact from clips¿. The patient states that she is happy with her cosmesis and has no complaints of pain other than that the lump continues to bother her. The patient continued follow-up with her radiation oncologist, medical oncologist and surgical oncologist with no evidence of recurrent disease. The records of physical exams reflect a persistent and unchanging 2 cm firm movable mass near the lumpectomy site thought at once to be fat necrosis but also referred to repeatedly as ¿the filling agent¿. The breasts are referred to as symmetrical. Records ending (B)(6) 2024 (4 years 4 months post implant) continue to reflect the patient¿s discomfort at the lumpectomy site. The records reviewed do not reflect any interference with ¿adls¿ (activities of daily life) during the time post implant, or reference interference with sleep related to the breast tenderness. She repeatedly described satisfaction with her outcome. Lot number of the device provided by the complainant does not match the hologic database; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers provided by the complainant are not accurate.